Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous and 95% stenosed. The xience alpine stent delivery system was advanced, but failed to cross the lesion and a dissection was observed. The dissection was treated with another drug-eluting stent. The patient had a good outcome with no other complications. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified, tortuous and 95 % stenosed anatomy during advancement to the lesion causing the reported failure to advance and subsequent patient effect of intimal dissection requiring additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.d6: date of implant - removed, device was not implanted.

Event description:
No additional information provided.